Event description:
Inability to position 6947 lead at implant attempt was reported. The 6947 lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; (B) (4) full lead.